Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited out of range high pacing lead impedance. During the lead extraction procedure, an insulation breach was observed. The lead was extracted and replaced successfully. The patient was asymptomatic and there were no adverse consequences.

Manufacturer narrative:
The field reports of high pacing impedance and insulation abrasion were not confirmed. Analysis was normal, no anomalies were found.